Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device remains implanted.

Event description:
International affiliate reports the primary l1-sacral-alar-iliac (sai) instrumentation was conducted with expedium system in 2012. Re-operation was conducted on (B)(6) 2013 to extend the range of the instrumentation to t9. During this surgery, it was found the root of the expedium polyaxial screw on the right side had been broken. The surgery was delayed by 60 minutes. The broken screw will not be returned because it was left in the patient's body.

Manufacturer narrative:
The screw remains in the patient and is not available for evaluation. A device history record review cannot be conducted because the lot number is unknown. A 12 month complaint trend analysis for the screw found no emerging trends. Complaint trends will continue to be monitored as part of post market surveillance activities. The root cause for the post operative screw breaking is unknown. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.